Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate and stopped injecting medication after "4 units". The following information was provided by the initial reporter: "I have been using the nono bd pen needles for approx 5 years. The 2nd generation are not reliable. Many times I need to use two because after 4 units injected it stops. This is frustrating, since you changed they are harder to line up on levimir and novol"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate and stopped injecting medication after "4 units". The following information was provided by the initial reporter: "I have been using the nono bd pen needles for approx 5 years. The 2nd generation are not reliable. Many times I need to use two because after 4 units injected it stops. This is frustrating, since you changed they are harder to line up on (B)(6)."